Event description:
A report was received that the patient experienced a sharp pain at the mid thoracic region which went away when she turned the stimulation off. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the pain was not device related. The patient underwent lead revision procedure. The patient was doing well postoperatively. No device malfunction suspected.

Event description:
A report was received that the patient experienced a sharp pain at the mid thoracic region which went away when she turned the stimulation off. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.